Manufacturer narrative:
H6: updated codes for type of investigation, investigation findings, and investigation conclusions. H11: updated based on the results of the investigation. Investigation summary: major bleed: the cause of the injury was not determined since product was not returned and insufficient clinical details provided. Device history review: the pump passed all the post sterile inspection checks.

Event description:
It was reported that the patient recently underwent coronary artery bypass grafting and valve with ejection fraction of 15-20% and elective on impella 5.5 placement. While on the impella 5.5 support it was reported that there was oozing from the graft anastomosed site. One unit of blood was given and hemostasis was achieved during surgery. The pump was later explanted and the patient was stable.

Manufacturer narrative:
The impella device is not available from the customer. Therefore, investigation of the device was not possible. Should any new information be received, a supplemental report will be filed.